Manufacturer narrative:
Date of event: unknown as information was not provided but the best estimate date approximately four (04) years ago. Device expiration date: unknown as product lot number was not provided. Unique identifier (UDI) number: UDI number is unknown as product lot number was not provided. If implanted, give date: not applicable, as the healon is not an implantable device. If explanted, give date: not applicable, as the healon is not an implantable device. Phone number: (B)(6). Device lot number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported approximately four (04) years ago there was a mild burn requiring sutures in the patient's operative eye, it occurred during sculpting with phaco, not with iol. Sutures were removed several months out and the patient had best corrected visual acuity (bcva) of 20/20. The doctor cannot find the patient and his record and believes he is now lost to follow up. The doctor did not feel it was reportable as it was a minor wound issue that he treated successfully. Doctor reported it most likely was an inadvertent occlusion known to occur on rare occasions with phacoemulsification. No further information is available.